Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector had evidence of physical damage and will be replaced to address the issue. The device has been evaluated but not repaired, pending customer approval of the estimate.